Event description:
It was reported that during a cryoplasty procedure, a balloon rupture occurred. The 40% stenotic lesion was located in the severely calcified and non-tortuous superficial femoral artery. Access was obtained through the right groin. The physician advanced the balloon to the lesion without any difficulty. The physician then began the first treatment cycle and the balloon ruptured. There were no pt complications. The device was removed without any difficulty. The procedure was completed with another polarcath. Pt's status is reported as "stable".

Manufacturer narrative:
(B)(4).